Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the end if the item was broken. The repair technician reported the handle was broken. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No service history review can be performed because the lot/serial number cannot be traced. The manufacture date is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal end of the small handle with quick coupling is missing. The reporter discovered this when routinely inspecting a set that contained the device. It is unknown when or how this occurred. No reported patient involvement. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (handle with quick coupling, small, part number 311.43). The subject device was returned with the complaint condition stating that the ¿metal end¿ was missing. This was noticed during routine inspection. The complaint was able to be confirmed at customer quality as the proximal phenolic knob was missing. Replication of the complaint is not applicable as the device was returned broken. Although the exact cause for this complaint condition could not be determined, it is likely a result of wear/repeated sterilization cycles coupled with the device being subjected to forces outside approved limits, and not the device's design. A visual inspection, functional test, service history review and evaluation, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The quick couple handle, 311.43, is used in various sets in trauma, cmf, and spine to accommodate taps, countersinks, and screwdriver shafts with a male quick coupling. The handle has a female quick coupling to accept these different attachments and a free spinning endcap. The handle has been designed with an endcap so that the user can press the end of the handle into their palm and finely rotate the body of the handle with their fingers. This allows the user to control and reduce the torque generated by the handle so that it is applied through the axis of the device, reducing off-axis forces and torque. Drawing for the device was reviewed. No drawing issues or discrepancies were noted on the current drawing revisions. The design is adequate for its intended use and did not contribute to this complaint condition. A DHR review could not be performed as the lot number is unknown. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.